Manufacturer narrative:
(B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that the vasoview hemopro 2 device had broken wires at the jaw. The hospital did not report any patient effects. (B)(4).